Event description:
New information stated that the asymptomatic patient presented for routine follow up in backup vvi mode. The patient had not had any procedures since implant . After a device download was performed, the device resumed normal function. The cause of the backup was not known.

Event description:
It was reported that the patient presented for implant, during the procedure the pulse generator exhibited backup vvi mode. After a successful device download, normal function resumed.